Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately tortuous mid right coronary artery. A 3.00 x 16mm synergy¿ drug-eluting stent was advanced but failed to cross the lesion. However, when the device was removed from the patient's body, the stent was found to be lifted. The procedure was successfully completed with another 3.00 x 16mm synergy¿ stent. No patient complications were reported and the patient's status was good.